Event description:
Pressure line set connected to aline disconnected and fell on the floor. New set primed and hooked up but would not produce a waveform. Troubleshooting done and still unable to get a waveform. Ensured proper cable connection with still no waveform/reading. Took set down and put another set up and instantly got a waveform.